Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a cerebral infarction due to air embolism. After a pulsed field ablation (pfa) procedure, a cerebral infarction occurred on the same day. An air embolism is the suspected cause of the event as excess air was present in the sheath during preparation, but no air was seen after connecting the sheath to irrigation. No device is expected to return for analysis. No further information was provided.